Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot 17468435 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Concomitant med products: guiding catheter (4fr sniper high flow ¿ terumo clinical supply), microcatheter (155cm carnelian marvel, tokai medical products), orbit galaxy tdl complex fill 4 x 12 coils (640cf0412 x 5), and orbit galaxy complex fill coil (640cf0308). The initial reporter name, phone and email are not available. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the post-endovascular aneurysm repair (evar) procedure of a type 2 endoleak at the lumbar artery, after five (5) orbit galaxy tdl complex fill coils 4 x 12 (640cf0412) were successfully placed, the 6th coil, another orbit galaxy tdl complex fill 4 x 12 coil (640cf0412 / 17468435) was used; the coil was in and out of the microcatheter (155cm carnelian marvel, tokai medical products), the coil was torn at the middle. The coil portion still attached to the delivery wire was removed. The portion of the coil that remained in the body was placed in the target lesion as is. Another orbit galaxy complex fill coil (640cf0308) was placed and the procedure was successfully completed without further issue or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event.

Manufacturer narrative:
Product complaint # (B)(4). The healthcare professional reported that during the post-endovascular aneurysm repair (evar) procedure of a type 2 endoleak at the lumbar artery on (B)(6) 2018 (originally, the event date was reported as (B)(6) 2018. This is related to the time zone of the initial reporter), after five (5) orbit galaxy tdl complex fill coils 4 x 12 (640cf0412) were successfully placed, the 6th coil, another orbit galaxy tdl complex fill 4 x 12 coil (640cf0412 / 17468435) was used; the coil was in and out of the microcatheter (155cm carnelian marvel, tokai medical products), the coil was torn at the middle. The coil portion still attached to the delivery wire was removed. It was confirmed that the delivery system was removed with part of the coil still attached. The portion of the coil that remained in the body was placed in the target lesion as is. Another orbit galaxy complex fill coil (640cf0308) was placed and the procedure was successfully completed without further issue or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. The device was not available to be returned for analysis. A review of the manufacturing documentation associated with lot 17468435 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported issues of coil positioning difficulty and coil separated in patient could not be confirmed without the device return for analysis. The root cause of the event could not be determined; however, procedural / handling factors may have contributed to the event. Additional information will be submitted within 30 days of receipt.